Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a l4-s1 interbody fusion with peek cage filled with rhbmp -2/acs and morsellized autograft and the bilateral lateral allograft fusion using infuse rhbmp -2/acs. On (B)(6), 2010, the patient underwent a second surgical procedure: the thoracic laminotomy and placement of dorsal colum stimulator epidural electrodes and the programming of dorsal column stimulator device. The patient's pain reportedly did not subside and now suffers from severe injuries and damages, including chronic pain syndrome, leg pain, back pain, unwanted bone growth, obesity, cyst formation, bulging discs, and narcotic dependence.